Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the pump supplies for 3-4 days. Customer resumed insulin therapy on the pump. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.